Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. A ligature mark was found 26.5 cm distal to the df4 connector pin. The analysis showed that the insulation was found squeezed and damaged 33 cm distal to the df4 connector pin. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, cuts into the insulation were found 34.5 cm distal to the df4 connector pin, which most likely resulted from the explantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted and replaced due to low pacing impedance (less than 200 ohm).